Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow up report will be provided after the inspection results become available. (B)(4).

Event description:
As reported by the user facility ((B)(4)): easypump was after 10 hours 80 percent empty (too fast flow) and then it stopped (no more flow).

Manufacturer narrative:
(B)(4). We received one used, quarter filled easypump ii lt 100-50-s without packaging and one customer picture. By means of the picture a evaluation is not possible because nothing is to be seen in it. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was blocked with a blue combi stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Define: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and wing cap has been replaced with blue closing cone. Big top cap is opened and no discofix cap is observed at the pump. No solution/crystallized residue is observed at cap valve. Additionally, observed tape at microbore tube. Furthermore, detected crystallized residue inside male luer lock. Blue closing cone is removed and clamp clip is released. No flow is observed. No other deviation is observed. Analysis: as the complaint sample is contaminated with cytotoxic drug, further investigation (flow rate test) is unable to be done. Only patient end connector part of the sample (section a) is taken for further investigation. The rest of the sample has been destroyed. Section a consist of microbore tube, step down tube, glass tube and male luer lock. As flow rate for very slow flow rate article is mainly controlled by glass tube, fast flow rate failure is potentially due to bypass issue which is caused by insufficient/no curing of uv glue. Gluing and curing of uv glue for step down tube and glass tube connection is checked. Step down tube and glass tube connection for section a is observed with sufficient uv glue that was fully cured. No abnormality found. Based on visual checking, it can be concluded that fast flow rate failure of complaint sample is not due to bypass issue. Justification: not judgable as further investigation (flow rate test) is unable to be conducted due to the complaint sample is contaminated with cytotoxic drug. Reviewed the device history record (DHR) and no abnormalities found during in process and final control inspection.